Manufacturer narrative:
Findings: motor error alarm during rewind due to corroded motor home switch. Moisture damage was found on electronic assembly. Unable to perform functional check including basic occlusion, occlusion, prime, the excessive no delivery, displacement, self test, test and all operating current test due to constant motor error alarm. Pump received with cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.